Event description:
Healthcare professional reported left side "rupture" diagnosed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified. Observed, rupture on the device.

Event description:
Healthcare professional reported, left side "rupture". Diagnosed via MRI. Device has been explanted.